Event description:
It has been reported to philips that the device was unable to produce x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce x-ray. Upon functional testing fse found that the disk space was low. Fse formatted the hard disk. After formatting the hard disk, the system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer replaced the ippc and installed the software. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.